Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that the blood oxygen probe was faulty and replaced the probe to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the probe for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp5 indicating that the blood oxygen saturation measurement was low. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.